Manufacturer narrative:
(B)(4). This is a report of use error where a patient attached four extension sets to a patient line of a cassette set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user that the maximum amount of patient line extensions that can be attached is two. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during setup of peritoneal dialysis therapy. The patient had four extension sets attached to the patient line. The patient would discard the supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.